Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's current blood glucose value was 469 mg/dl. Customer did not provide any symptoms and treatment related to high blood glucose level. Customer received power loss alarm. Customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. The insulin pump will not be returned device for analysis.